Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
Information received from the manufacturer's representative reported that there were out of range impedances on contacts 0 and 4 when tested at 0.7 volts when tested back in (B)(6) 2015. The impedances were re-tested at 1.5 volts and showed values of >20,000 ohms on contacts 1 and 2 (when referenced to contact 1). It was noted that contact 0 showed high values across all references but was not out of range. The patient was not programmed electrodes 0, 1, or 2. The previous settings were as follows: program 1: 1.7 volts, 250 &#62661;c, 100 hz and program 2: 1.8 volts, 260 &#62661;c, 100 hz. These were changed to the following: program 1: 2.4 volts, 250 &#62661;c, 25 hz, 423 ohms and program 2: 2.4 volts, 260 &#62661;c, 25 hz, 684 ohms. Longevity calculation using the above settings used 13 hours per day was approximately 100 months. The current voltage was 2.88 volts. Follow up information received on (B)(6) 2016 reported that th e cause of the high impedance was not determined. No actions or interventions were performed other than reprogramming around the high impedance contacts. The patient was experiencing good stimulation but the high impedance issue was not resolved. The indication for use for the implanted device was noted as spinal pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.